Event description:
My soft contact lenses started to become very uncomfortable to wear. It felt like I had a bunch of "goop" in my eyes. It was a yellowish discharge and my eye was a little red as well. I took my contact lenses out to rinse them with my contact lense solution and nothing appeared to be wrong with the actual lense -a tear, hole, rip or debris on the lense-. When I put the contact back in my eye, it still felt like there was a sensation or something in my eye. It continually worsened to the point where I had to have someone else drive because I could not see with my contacts on. I went to the dr the very next morning -described below- and heard two days later on the news about recall of a contact lense solution - that I happened to be using. The solution is amo complete moisture plus multi-purpose solution for soft contact lenses. Optometrist gave me a sample in 02/2007 and I purchased a bottle after the sample was finished. This is the first and only bottle I have purchased, and I used the product daily - in the morning and the evening. Frequency: twice daily. Route: ophthalmic. Dates of use: three months in 2007. Diagnosis or reason for use: store, disinfect and remove protein from soft contact.